Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the doctor found that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. The md tried many times, and then the upper part of the dilator broke. A new set was used and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly and lid stock from a cl-07824 kit. Visual inspection was performed on the sheath/dilator assembly and the hub of the dilator was found to be separated from the dilator body at the base of the hub. Some damage was noticed around the locking area of the hub; likely caused by the repeated insertions by the physician. The outer diameter of the lower locking portion of the dilator hub measured 0.145 inches, which does not meet specification. The inner diameter of the sheath valve cap was found to be within specification. The dilator hub would not snap into the sheath cap and required little force to be removed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator and sheath not locking together was confirmed during the complaint investigation of the returned sample. The dilator hub would not fully snap into the sheath cap and required little force to be removed during functional testing. The outer diameter of the lower locking portion of the dilator hub measured out of tolerance during dimensional testing; therefore, the probable cause of this issue is manufacturing related. A CAPA was previously generated to further investigate this issue.

Event description:
The customer alleges the doctor found that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. The md tried many times, and then the upper part of the dilator broke. A new set was used and the procedure was successfully completed.